Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Additional review determined that the information previously reported under manufacturer's report # 3004209178-2018-22887 [pain at the pump pocket/explant] pertains to this event. Additional information regarding that event will be reported under this manufacturing number. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study. It was reported that the patient was receiving fentanyl (2000 mcg/ml for a total dose of 500.6 mcg/day), bupivacaine (20 mg/ml for a total dose of 5.006 mg/day), and morphine (2.0mg/ml at 0.4003mg/day). It was reported that on (B)(6) 2018 the patient reported pain at the pocket site since (B)(6) 2018. The patient reported the pain at the pocket site was an ongoing problem. Interventions included the entire system was explanted/not replaced on (B)(6) 2018. It was noted that the event date was (B)(6) 2018 (note: the reported pain began on (B)(6) 2018 and resulted in a catheter revision due to a kink on (B)(6) 2018. See mfg. Report #3004209178-2018-12090 for information regarding the catheter kink in (B)(6) 2018. The event date of this report has been updated to (B)(6) 2018 to reflect the ongoing pain following the revision as mfg. Report #3004209178-2018-12090 was reported to have resolved without sequelae on (B)(6) 2018). It was further reported that the catheter was found to be migrated down several spinal segments via fluoroscopy on (B)(6) 2018. As the patient had two catheter complications, the patient wanted the migrated catheter removed with the pump. The outcome of the event was unresolved at time of study exit/death/study closure. The clinical diagnoses included pain at the pump pocket site and suboptimal pain relief. The etiology of the event indicated the pain at the pocket site was possibly related to the device or therapy and was possibly related to the implant procedure. The suboptimal pain relief and catheter migration were related to the device/therapy and were not related to the implant procedure. The incisional site/device tract included the pump pocket and the entire catheter. Omitted information pertains to pe (B)(4) - catheter kink/revision ((B)(6) 2018).

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and radiculopathy. It was reported that the patient had their pump and catheter explanted and a new flowonix pump and catheter were implanted. The rep has the product and will send the product back for analysis. It was stated that the healthcare professional (hcp) pulled the silicone cover off the sutureless connector and noticed what was believed to be tissue on the connector. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H10: interrogation of the pump determined it was used to infuse fentanyl 2000mcg/ml for a total dose of 500.6mcg/day, bupivacaine 10mg/ml for a total dose of 2.503mg/day, and morphine 20mg/ml for a total dose of 5.006mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and a healthcare professional (hcp) indicated it was unknown what the reason was for pump and catheter removal, what the cause of the issue was, when the issue was noticed, what symptoms the patient may have experienced, if the issue was resolved, and what the patient's weight was. It was noted that the pump and catheter were explanted on (B)(6) 2018. It was stated that the rep was not notified of any issues and when I asked the account/hcp they just said the patient wanted to try another company. It was also noted that the rep did not conform information provided was confirmed with hcp/account. Please note: this conflicts with the information that the hcp/account said the patient just wanted to try another company. No further information wasreported.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly; sc connector damaged at explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated the patient exited the study on (B)(6) 2018 and the reason for the exit was all enrolled medtronic products were inactive. The patient's weight was (B)(4)pounds. No further complications were reported.

Manufacturer narrative:
Corrected information: on the supplemental reg report follow up 002, should have said yes for device evaluated and the eval summary attached should have been checked. If information is provided in the future, a supplemental report will be issued.